Event description:
It was reported that there was pain in the knee diagnosis. Poly liner loosening revision tka.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. Additional information has been requested and if received, will be provided in the supplemental report. Device is not returned.